Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported stent expansion issue could not be confirmed. The stent delivery system was returned in deployed configuration and no conspicuity could be found indicating an improper stent expansion. No images were provided for evaluation. Potential contributing factors to the reported event have been evaluated. As the reported event is considered an isolated incident, no previously reported similar complaint could have been reviewed. The reported event may be related to strut interaction during deployment, a difficult vessel anatomy or a formation of resistant vessel wall material. In this case, the lesion had been pre-dilated. As reported, a pta resistant restenosis was reported. The target site was not tortuous or calcified and the stent could be released without difficulty. The reported application represents an off-label use of the device which may be another contributing factor to the reported event. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be identified. The IFU states: "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician." And "post-dilatation of the stent with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician." Also the IFU states: "visually inspect the bard lifestar vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." The IFU states that the lifestar vascular stent system is indicated for the treatment of illiac occlusive disease in patients with symptomatic vascular disease of the common and/or external iliac arteries.

Event description:
It was reported that one end of the stent did not self-expand after deployment in the brachial vein for treatment of a stenosis in an a/v fistula. A balloon catheter was used to expand the stent completely. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that one end of the stent did not self-expand after deployment and therefore, a balloon was needed to open the stent completely. There was no reported patient injury.